Manufacturer narrative:
Batch documentation has been analyzed. No defects or deviations could be found. Products returned from the customer have been examined. These samples are not used but are from the same batch as the ones implied in this incident. The samples do not exhibit an abnormal coating or any other irregularities. Further investigation regarding this incident is ongoing, an updated report will follow.

Event description:
The customer called astra tech's (B)(4) office to state that he has had bleedings from the urethra when performing catheterization. He had visited a physician to find out the cause of the bleedings and did receive treatment to alleviate symptoms. To our knowledge the customer does not have any further complications due to this incident.